Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a handpiece was occluded. No fluid could get through. It was unknown if the issue occurred during surgery. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress.

Event description:
Additional information was provided by a company representative who reported that the irrigation cannula actuated prior to entering the eye so it did not come into contact with the patient. Another cannula was used.

Manufacturer narrative:
One opened irrigating handpiece in a blister was received for the report of being occluded. A functional flow test was performed and the cannula was occluded. The sample was sectioned in the hub area and the cannula was blocked with resin from the molding process. A review of the related device history records (DHR) has been performed; no anomalies were found. The product was released based on manufacturer's acceptance criteria. The sample evaluation has confirmed the claim of an occluded I/a tip.